Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a dislocated lens and an oval pupil in an eye following an intraocular lens (iol) implant procedure. The lens was removed. This is the file for the right eye (od) that was reported in a questionnaire for the fellow eye.